Event description:
It was reported that pump malfunction occurred during software update. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset pump. Technical support arranged shipment of replacement pump. Customer planned to use multiple daily injections as backup insulin therapy.